Event description:
It was reported that the right ventricular lead exhibited post-sensed t-wave oversensing resulting in inappropriate high voltage therapy. The oversensing was a result of diminished r-waves and very large t-waves. The patient is in a nursing home at end-stage care and does not communicate. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.